Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09068 / 09069)

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-09068 / 09069 & 2016-03219).

Event description:
It was reported patient underwent a left hip revision procedure approximately 6 years post-implantation due to a fluid mass in the groin area, armd, pseudotumor formation and osteolysis. During the procedure, fluid, synovitis, granulomatous tissue, stained tissue and an anteverted and inclined cup were noted. The modular head, acetabular cup and taper adapter were removed and replaced. A competitor cup was used to complete the procedure.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to a fluid mass in the groin area. During the procedure, fluid and stained tissue was noted. The modular head, acetabular cup and taper adapter were removed and replaced.